Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional follow-up information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of capture (loc) on the lv lead. Boston scientific technical services (ts) was consulted and recommended thorough lead evaluation due to the allegation of loc and their finding of varying lv pacing impedance since system implant. Additional information received from the field indicates there were no abnormalities found during the recommended in-clinic lead evaluation. This lv lead remains implanted and in service, and the patient will continue with their scheduled follow ups. There were no adverse patient effects reported.

Event description:
It was reported that there was loss of capture (loc) on the lv lead. Boston scientific technical services (ts) was consulted and recommended thorough lead evaluation due to the allegation of loc and their finding of varying lv pacing impedance since system implant. No adverse patient effects were reported. At this time, this lead remains in service.